Manufacturer narrative:
Attempts to obtain more information on the alert details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient with this implantable cardioverter defibrillator (ICD) that an alert indicating a potential product performance issue could not be sent using her remote monitoring system. A boston scientific consultant told the patient to follow up with her clinic and also notified the clinic of the alert. No adverse patient effects were reported. The specific details on the alert detected by the ICD is currently unknown.